Event description:
Reporter alleged obtaining a discrepant blood glucose result of 305 mg/dl back to back with a result of 75 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she took 10 mg of glipizide at the same time as the reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.